Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The cause is the rdc connector. This and the dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a dose cord receptacle damage. There was unknown patient involvement and unknown patient harm/adverse event reported.